Event description:
It was reported that the patient that is enrolled in the relief 2 a7007 clinical study experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. There was no report of the patient experiencing any stimulation symptoms. The patient underwent a revision procedure in which the ipg was replaced. It was additionally reported that the reason for the ipg procedure was due too it being too deep in the pocket, and that the ipg was repositioned not explanted.

Event description:
It was reported that the patient that is enrolled in the (B)(6) clinical study experienced difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. There was no report of the patient experiencing any stimulation symptoms. The patient underwent a revision procedure in which the ipg was replaced.